Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker had high blood pressure. It was reported that when electrocardiogram (ECG) was taken, a suspected unspecified pacemaker failure message was shown. Additional information obtained from the field representative indicated that the patient and device was not checked. The field representative could not verify if the patient's symptoms were device related and could not provide further information regarding the event. This pacemaker remains in service. No adverse patient effects were reported.